Event description:
The company was informed that the patient experienced intermittency and pain at the implant site. Programming adjustments resolved the intermittency. The patient reportedly developed an infection at the implant site. The patient continues to be monitored by the centre. The company is in the process of gathering additional information and will submit a supplemental report once new information is obtained.